Event description:
It was reported that the patient underwent an unspecified surgical procedure where rhbmp-2/acs was placed in her lower back. The patient has been suffering from severe lower back pain since that time and pain in both legs. The patient has had injections and a stimulator placed in attempts to control the pain. The stimulator has been removed. Reportedly, none of the attempted treatments relieved the pain. The patient continues to have pain "around where the bonegraft is." No additional information has been provided.

Manufacturer narrative:
Implanted: 2006. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.